Event description:
It was reported that the patient suffered a ventricular fibrillation arrest, and full enery was not delivered. It was also reported that there was a charge time out, and the high voltage lead impedance (non-medtronic lead) was <20 ohms. The patient suffered sudden cardiac death. Cause of death has been requested but not received